Event description:
It was reported that, during testing, the 980 ventilator generated an error which rendered the ventilator inoperable. The ventilator was not in use on a patient at the time of the event reported. The service engineer (se) inspected the device and verified the reported issue. The se replaced the breath delivery (bd) printed circuit board (pcb). The se performed calibrations and extended self-testing on the device and all tests passed.